Event description:
It was reported that the patient implanted with this right ventricular (rv) lead came to the hospital with complete heart block. The parameters and fluoroscopy were evaluated and identified a lead fracture. A revision procedure was performed and the lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.